Event description:
It was reported that the customer fell while skating and the insulin pump broke. The blood glucose reading is 120 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked end cap and cracked case near display window corners noted during visual inspection. No damage to reservoir window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.